Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/08/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on november 29, 2017. This event was on a female patient with a pre-procedure diagnosis of cusp pulmonary vein contractions. The event occurred during the mapping phase. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient has since fully recovered. The generator was in power control mode. No transseptal puncture was performed. There was no error observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of the adverse event is that it is procedure or patient condition related. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product soundstar eco catheter (model# 10439236 (B)(4)).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After clinical pvc mapping, ablation from the left coronary cusp eliminated the clinical pvc, then a different pvc appeared. After the smarttouch sf catheter was inserted into the right ventricle and the his sites were tagged, the patient became hypotensive. Pericardial effusion was detected via echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of venous blood. Patient was transferred to the intensive care unit/coronary care unit. Physician indicated that no malfunctions were observed with bwi products.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).